Manufacturer narrative:
None

Event description:
End user called for assistance checking the calibration of the device. After phone trouble shooting it was discovered that the device did not test the calibration. The device was replaced and the defective one returned for investigation.